Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 05/05/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 04/22/2014 with the following findings:during testing, the display was found to be dim and discolored. A test display was inserted and found to function properly. Unrelated to the complaint, evaluation revealed that the keypad cover was torn over the contrast button. During testing, the contrast keypad button was found to be unresponsive, which has no effect on insulin delivery function. The keypad cover was removed and the contrast button contact was found to be off the pad. The keypad trace was also found to be damaged.